Manufacturer narrative:
During a routine device exchange procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired during the procedure. The patient was in stable condition.

Event description:
During a routine device exchange procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired during the procedure. The patient was in stable condition.